Event description:
The following was reported by the user facility to a davol sales representative via (B)(4): pt underwent implant of perfix plug. The mesh plug adhered to the sigmoid colon. Lysis of adhesions was performed.

Manufacturer narrative:
We have contacted the initial reporter multiple times to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. A notification was received from a bard employee in the (B)(4) indicating it is unk if additional information will be forthcoming. Based on the information provided, it is unk whether the device may have caused or contributed to the reported event. The user facility alleged the perfix plug adhered to the colon requiring adhesions to be released. The report is unclear as to if the perfix plug migrated as the user facility reported "due to the design of the mesh plug it seems to migrate inwards." Although medical records have not been provided, adhesions if noted as an adverse event in the product's instructions for use. Additionally, it is unk if the mesh was explanted and medical records have not been provided. A follow-up MDR will be submitted if additional information is received. However, without additional information, no conclusion can be drawn.